Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with inappropriate anti-tachycardia pacing for supraventricular tachycardia that the implantable cardioverter-defibrillator misinterpreted. Intervention was discussed but no changes were made. The patient experienced no other adverse consequences.